Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient experienced high impedances on both of the spinal cord stimulation (scs) leads wherein resulting in a loss of stimulation. The patient underwent a revision procedure where the leads were replaced. The patient was doing well post-operatively. The explanted leads were disposed of at the hospital and were not returned to bsc.